Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device used for treatment and not diagnosis. 338.23 guide shafts evaluation: no lot number is etched on one of the guide shafts so the age can not be determined. The other guide shaft is lot# 6745180, was manufactured in august 2011. The guide shafts were manufactured from 304 ss which is a typical material used to make guide shafts. The design is adequate for its intended use and did not contribute to this complaint. The technique for inserting the lag screw is to insert the coupling screw into the guide shaft and thread it into the back of the lag screw, making sure that the tabs of the guide shaft seat fully into the slots of the lag screw. The tabs are the main feature used to deliver the insertion torque to the lag screw for insertion. The tabs on the 2 returned guide shafts are torsionally bent and will no longer fit into the slots of a lag screw. As a result, the guide shaft cannot be supported and aligned with the lag screw. In addition, the guide shaft keeps the assembly aligned during insertion and without it being properly seated, the coupling screw to lag screw connection could also be subjected to excessive side loading. The lag screw has a larger diameter and width, compared to the guide shaft, so the insertion wrench will engage and drive it into the femoral neck and head. In this instance, the insertion wrench most likely was not fully seated onto the lag screw and the user proceeded to apply torque for insertion which led to the deformation of the tangs on the guide shaft. There are 22 complaints for this complaint condition of bent in the entire complaint history for guide shaft part#338.23 and approximately 1,797 have been distributed since 2006 (oldest sales data available in jde) which results in an estimated complaint rate of 1.22% based on sales. This device is used repeatedly so the actual rate based on usage would be significantly lower. 338.20 coupling screws evaluation: no damage is observed on the 2 returned coupling screws (part 338.20). One returned coupling screw is lot# 4813483, was manufactured in october 2004 and is over 8 years old. The other returned coupling screw is lot 6641357, was manufactured in june 2011 and is over 2 years old. The coupling screws were manufactured from 17-4ph ss which is a typical material used to make coupling screws. The design is adequate for its intended use and did not contribute to this complaint. There are 27 complaints for this complaint condition of bent in the entire complaint history for coupling screw part 338.20 and approximately 2,475 have been distributed since 2006 (oldest sales data available in jde) which results in an estimated complaint rate of 1.09% based on sales. This device is used repeatedly so the actual rate based on usage would be significantly lower. The current risk analysis adequately addresses this complaint condition. Due to the low occurrence rate and error in technique there does not seem to be an apparent design issue.

Event description:
During an open reduction internal fixation (orif) hip procedure on (B)(6) 2013, it was noted that the dhs/dcs coupling screw was bent and was not allowing for full insertion. Reportedly two separate screws were attempted. The coupling lag screws were removed and the implant was fully seated so the plate was inserted over the lag screw. Approximate ten to fifteen minute delay was added to the procedure. All pieces were recovered. This is 3 of 4 reports for the same event, complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The product was returned and is entering the complaint system. The investigation is ongoing.